Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), (B)(6) 2006 explanted: (B)(6) 2026, ubd: 30-mar-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown baclofen (2,000 mcg/ml at 1,400 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump and catheter were replaced due to an infection. Pump and catheter were explanted on (B)(6) 2026. A wash out of the surgical site and new pump implant occurred on (B)(6) 2026. Csf was noted following the replacement. No factors that may have led to this issue were noted. The issue was resolved.